Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Treatment with dianeal therapy was ongoing. The cause of peritonitis was unknown. The patient was treated with inj. Exmer (1gm, IV, twice daily (bd)) and inj vancomycin (1gm, IV, once daily (od)) for the peritonitis. At the time of this report, the patient was recovering from the event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.